Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the left external iliac vein, the pta balloon allegedly ruptured at 6atm during the third inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. During functional testing, a pinhole rupture was identified. Fibers were removed and a compound rupture was noted approx. 4.3cm from the distal tip. Therefore, the investigation is confirmed for the reported rupture. The definitive root cause for the identified rupture could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure of a calcified lesion in the left external iliac vein, the pta balloon allegedly ruptured at 6atm during the third inflation attempt. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.